Event description:
It was reported that pump experienced malfunction alarm with code 16, and caller noted no events occurred before issue and confirmed fault ID was available and pump was not part of a field correction. There was no adverse impact to the customer's blood glucose level. Technical support advised customer to update pump software to improve reliability, provided email instructions for requesting software update, assisted with pump reset, confirmed malfunction did not recur, and advised customer to continue using pump while calling back if issue returned, also explaining that sensor sessions would not rejoin automatically so customer rescanned sensor and planned to load cartridge and resume insulin independently.